Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality; upon testing, the instrument was cycled and it fed and formed twelve scissored clips due to the misaligned condition of the jaws. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported by the sales rep that during an unknown procedure, the clip legs appeared to be crossing. Case completed with other devices of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.